Event description:
The belmont overheated during use and was nonfunctional; would only transfuse at 50ml/min, for one minute, and shut down giving and overheating error. Patient underwent planned right rats lower lobectomy with mediastinal lymph node dissection and intercostal blocks in the morning of [redacted]. He extubated and went to the recovery room for about two hours. At that time the patient rapidly dumped 900cc of blood into his chest tubes the patient was taken back to the operating room, intubated with a double lumen tube, prepped and draped. He underwent an anterolateral muscle sparing thoracotomy. Post-op hemorrhage resulting in hemorrhagic shock and expiration.